Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. Aa 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. The catheter became stuck on the wire, it wouldn¿t move. It was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc atherectomy device. Visual and tactile analysis noted no irregularities on the shaft of the device. Functional tested by inserting a 0.014 jet wire and could not duplicate the stuck on wire that was reported. The wire went through the catheter and exited out of the pod as it is intended to do. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. The catheter became stuck on the wire, it wouldn't move. It was removed and the procedure was completed with another of the same device. No patient complications were reported.